Event description:
The customer reported being at the clinic for high blood glucose of 363mg/dl. The customer stated that he discussed with his health care professional training four days before the event, and he was advised to adjust his basal rates. The customer stated that he was experiencing unexplained high glucose for the past five days. The customer's most recent glucose reading was 390mg/dl, and was treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.